Manufacturer narrative:
The cause of the reported post-op obstruction and adhesion of implant to the bowel cannot be determined at this time. The instructions-for-use, provided with the device lists adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding the deployment of the device, the instructions-for-use states: "ensure proper orientation; the bioresorbable coated side of the prosthesis should be oriented against the bowel or sensitive organs. Do not place the polypropylene side against the bowel. There may be a possibility for adhesion formation when the mesh (including strap) is placed in direct contact with the bowel or viscera." This emdr addresses the postoperative obstruction experienced by the patient. An additional emdr was submitted to report the issue associated with imaging that was reported. Should additional information be provided a supplemental emdr will be submitted. Not returned - remains implanted.

Event description:
It was reported that the patient underwent a laparoscopic incisional hernia repair with ventralex st hernia patch on (B)(6) 2019. Approximately, one year post implant, the patient presented with a stricture in the small bowel which led to partial bowel obstruction, and underwent surgery. During the procedure, the surgeon encountered and removed dense like adhesions of the ventralex st to the bowel. Later, upon identifying a point of obstruction at the enterotomy site in the small bowel, the surgeon repaired the enterotomy and opened the stricture/obstruction. A small piece of bowel was sent to pathology; and the report stated metastatic poorly differentiated adenocarcinoma, possibly of pancreatic or cholangiocarcinoma. A work-up of the patient did not reveal any evidence of a primary tumor. A pet scan, however, ¿lit up¿ the entire mesh. The patient was referred to a surgical oncologist who considered removing the mesh. The implanting surgeon considered that pathology may be mistaking a ¿desmoplastic¿ response as cancer; the ¿desmoplastic¿ response being a reaction of the bowel to the mesh or the st coating. The surgeon also consulted a nuclear medicine physician who stated that most of the polypropylene products, including vascular grafts, light up on pet scans. The surgeon did not think that, the mesh by itself showing higher uptake of the tracer on the pet scan would be considered an ominous sign.